Event description:
(B)(6) 2023 - the consumer claims the unit is giving an inaccurate temperature. The consumer claims the temperature was 101, then 99 and then up to 102.

Manufacturer narrative:
(B)(6) 2023 - the consumer did not provide their contact details or address information. Therefore, we will not be obtaiing the product in order to conduct an investigation.